Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
On an unknown date at (B)(6) hospital, a non-gore bare metal stent (s.m.a.r.t.¿ control¿ self-expanding nitinol stent - cordis 8mmx15cm) was implanted in the right iliac artery for obstructive arteriosclerosis of the iliac artery. When cag (coronary angiography) was performed, a pseudoaneurysm was observed at a location covered by the non-gore bare metal stent. On (B)(6) 2019, the patient underwent endovascular procedure, at (B)(6) hospital, implanting a gore® viabahn® endoprosthesis with heparin coating inside the distal end of the non-gore stent to repair the pseudoaneurysm. It was confirmed that hemostasis had been achieved. No issues were reportedly observed during the procedure. The patient tolerated the procedure. On an unknown date, the patient presented at (B)(6) university hospital complaining of abdominal pain and fever. CT imaging identified that the bare metal stent had migrated outside the artery. The cause of the migration was suspected to be enlargement of the pseudoaneurysm. The doctor believes the non-gore bare metal stent caused abdominal pain and fever for the patient. On the same day, re-intervention was undertaken whereas the bare metal stent and the gore® viabahn® endoprosthesis with heparin coating were explanted. The patient tolerated the procedure. It was reported that the physician suspected that the pseudoaneurysm enlarged; however the cause of the enlargement, as well as the migration of the bare metal stent and development of the pseudoaneurysm are unknown. The explanted devices were discarded at the facility.